Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/18/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor memorygel breast implant 225cc gel prosthesis, catalog: 3542257, lot: 34194. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 225cc gel prostheses. Bilateral rupture was diagnosed post procedure through a physical examination, then confirmed via a MRI on (B)(6) 2018. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 225cc gel prostheses. Bilateral rupture was diagnosed post procedure through a physical examination, then confirmed via a MRI on (B)(6) 2018. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the left breast prosthesis. The device was returned at mentor containing a cloudy gel. Brown material was observed within the device. White material and gel were observed on the shell surface. During examination, the product evaluation team identified a partial delamination of the shell to patch junction. The cause of the delamination could not be determined. A rent measuring approximately 0.4 cm was observed within an area of siltex cracking on the posterior aspect. No other anomalies were observed. The complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the delamination, rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex mammaries. The device history record (DHR) of lot number 34194 was reviewed on 7/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).